Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the lead helix was able to fully retract and extend within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, the lead was positioned on the rv septum, measurements were taken and found to be unsatisfactory. The rv lead tip was then attempted to be retracted, and would not go back into the lead body. The rv lead was then removed from the patient. Upon withdrawal of the rv lead, the physician placed the lead on the surgical table and attempted to retract the tip, however the tip did not move. It was also reported that during the rv lead placement, the physician over rotated the tip. The rv lead was removed and produced completed with a different lead. No patient complications have been reported as a result of this event.